Manufacturer narrative:
(B)(6) medical product: unknown femoral component, cat#: unknown lot#: unknown, unknown tibial component, cat#: unknown lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06348, 0001825034-2017-06349, 0001825034-2017-06350. Remains implanted.

Event description:
It was reported that a patient is being considered for a revision surgery for unknown reasons. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.